Manufacturer narrative:
(B)(4). Implanted in 1993. Concomitant medical products: item # unknown, unknown stem, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown cup, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, the patient was revised due to failed acetabular component and implant wear. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.